Event description:
The user facility reported a 68-year-old male patient of unknown ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after 3 days of support the pump was explanted due to concerns of hemolysis. The patient was reported stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for hemolysis has been completed. Data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in aorta. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. F6/f8-should have been left blank in the initial report.